Event description:
A malfunction was reported on a pump, and it was found that no notable events occurred prior to this issue. The malfunction code shown was resettable, and there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided assistance to the caller to reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction reoccurred, and the customer acknowledged this instruction.